Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 20-apr-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the stapler involved with the event: isi received a part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer-reported complaint through error logs. Logs showed 9 firing failures due to tissue thickness. The instrument was able to pass initialization during failure analysis. Clamp and fire functions passed with no issue on the test sheet. Staple formation was proper. No I-beam damage was observed. Failure analysis found the primary failure of a firing failure to be related to the customer-reported complaint. An additional observation was made: the main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, staple line was "not stable" where a curved-tip sureform 45 stapler instrument was fired. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following information: the system and instrument were inspected before use and there were no issues found. The stapling issue occurred about 20 minutes into the procedure, during the 3rd stapler fire, using a green sureform 45 reload. The surgeon explained that a green reload was selected as it is the standard reload used for lung parenchyma. The surgeon was trying to resect lung parenchyma when the stapling issue occurred. The first reload advanced to 20 mm during the firing sequence and then stopped. The stapler was cleaned, and tissue was clamped again. The stapler instrument underwent clamping cycles and after stapling about 5 mm, the firing stopped, and the staples were placed ¿all together.¿ the staple line was described as ¿bad¿ and an error message ¿tissue too thick to continue¿ was reported. There were no malformed staples seen and no holes or gaps in the staple line. The reload blade was observed to be exposed. Per the surgeon, there was no tissue bunching and the tissue was not pushed during the firing sequence. The tissue was not calcified nor exposed to chemotherapy. There was no additional tissue resection due to the stapling failure. The procedure was converted to open surgery due to the stapling failure and to reduce surgery time in what was described as a "complex patient." An unspecified third-party stapler instrument was used to complete the procedure. There were no post-operative complications in the patient and the patient was discharged on the third day after the surgery. The surgeon believes that the constant stops and ¿bad measurement¿ of the stapler caused or contributed to the reported malfunction. There was a procedure delay of 45 minutes.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has not received the stapler instrument or reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the stapler logs for the procedure date provided by the customer was performed by an isi failure analysis engineer (fae) and the following findings were obtained: the logs show a curved-tip sureform 45 stapler instrument was installed on the system 12 times and fired 12 reloads (4 green, 1 white, 1 green, 2 white, 4 green, in that order). There were no incomplete clamps or unclamps, or firing failures by this instrument. There was 1 aborted clamp on install 4. On install 9, the system failed to detect the reload color and the user manually selected the green reload via the surgeon`s touchpad. Firing was completed with no pauses for compression on installs 1 and 5-9. Installs 2-4, 10, and 12 had 1 pause for compression during the firing. On the 11th install (green reload), there were two completed clamps prior to the firing, which had 2 pauses for compression. Another stapler was then installed and the procedure was completed. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a staple line was reportedly "not stable" after a green sureform 45 reload was fired on lung parenchyma. As a result of the stapling issue, the procedure was converted to open surgery.